Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported there was no laser energy before a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the screen issue. The company service representative fixed the w16 cable. The company service representative noted that the footswitch energy control and laser energy issues were due to the surgeon's parameters. The system worked fine when using the default parameters. However, as a preventative measure, the company service representative replaced the laser footswitch. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the screen issue can be attributed to a nonconforming w16 cable. The root cause of the footswitch issue and laser energy issue can likely be attributed to the surgeon¿s parameters on the system; however, based on the information provided, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).